Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08840. It was reported the atrial lead and pacemaker had low pacing impedance and the pacemaker had premature battery depletion. The patient presented in clinic for a procedure on (B)(6) 2021 where the pacemaker was extracted and replaced. The impedance values returned to normal after replacement. The patient was stable.